Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that aspiration pressure was difficult to increase during ultra sonic emulsification and irrigation/aspiration stages of the procedure. The procedure was completed without replacing the product. There was no patient impact. No additional information is expected. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. Upon visual inspection the administration tubing manifold was knotted and impossible to undo. The drip chamber¿s check valve was verified to move freely. A replacement administration manifold was used to continue functional testing. A console representing the current software version was used to test the sample. The sample could prime and tune successfully. The irrigation and aspiration pressure were measured at multiple set points and met specifications. No message code appeared on the screen. Fluid flowed from balanced salt solution bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The sample passed performance and functional testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. There were no aspiration pressure anomalies observed during evaluation. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).